Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patients concerns with the product". Healthcare professional later reported "deflation". This record is left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is not related to the device. Deflation: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patients concerns with the product". Healthcare professional later reported "deflation". This record is left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.